Manufacturer narrative:
Continuation of medical products: product ID: 6957j lead, implanted: unk. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant procedure, the right ventricular (rv) lead was removed with mild to moderate fibrosis to the mid right atrium, but the conductor fractured, and the last 6 centimeters of the lead was left in place without distortion of the conductor. It was suspected that the conductor was already weakened or fractured prior to the procedure. The lead was replaced. No patient complications have been reported as a result of this event.